Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a calcified lesion located in the right coronary artery. The 2.25x15mm xience skypoint stent system was advanced into the right coronary artery (rca) through an existing stent, but caught on the implanted stent and dislodged. Another stent was advanced and implanted, crushing the dislodged stent into the vessel wall. Balloon angioplasty was used to treat the lesion. There was no adverse patient effect and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.